Event description:
It was reported that a distributor in france encountered a problem with a pump that had a faulty usb connection, rendering the pump unable to be plugged in or turned on. There was no reported impact to the customer's blood glucose level due to this issue. The pump is being returned, and a replacement pump with a new serial number has been arranged for the customer.